Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to t-wave oversensing. Technical services (ts) was consulted and discussed stored data as well as available troubleshooting and programming options. This device remains in service. No additional adverse patient effects were reported.